Event description:
It was reported that during a revision procedure to revise the deep brain stimulator (dbs) ipg for an unknown reason the physician used electrical diathermy to perform electrocautery. After the surgery, no connection could be made with the ipg and was undetectable to the remote and clinician programmer. The physician replaced the ipg with a new one. Boston scientific has been unable to obtain additional information regarding the reason for the revision and the patient outcome to date, despite good faith efforts.

Manufacturer narrative:
Correction to field h10: explanation of patient code 3191 no code available. H6 patient code 3191: no code available was used because there is not an equivalent FDA code for surgical intervention. Device technical analysis: the returned ipg was analyzed and could not be charged nor linked even after three charging attempts. The battery measured 0.217 volts. It exhibited excessive sleep current leakage 38.77 ma. A hot spot was observed on u1 asic 32.0 c, and vh high voltage impedance measured 105. These symptoms are the typical characteristics of high-voltage transient damage. Device logs were downloaded using an external power supply. A review of the system profile found that the device battery voltage dropped from 2.97 volts at once during the implant procedure. Investigation conclusion: with all the available information, boston scientific concludes through analysis of the device that the reported event of no connection could be made with the ipg and was undetectable to the remote post the revision procedure was confirmed. The device was damaged. It was reported that the physician used electrical diathermy to perform electrocautery. Therefore, the probable cause is unintended use error caused or contributed to event.

Manufacturer narrative:
Correction to section h10: dbs: electrocautery can transfer destructive current into the dbs leads and / or stimulator. Physicians manual 92093580-01.

Event description:
It was reported that during a revision procedure to revise the deep brain stimulator (dbs) ipg for an unknown reason the physician used electrical diathermy to perform electrocautery. After the surgery, no connection could be made with the ipg and was undetectable to the remote and clinician programmer. The physician replaced the ipg with a new one. Boston scientific has been unable to obtain additional information regarding the reason for the revision, date of revision, original ipg implant date, and the patient outcome to date, despite good faith efforts.

Event description:
It was reported that during a revision procedure to revise the deep brain stimulator dbs ipg for an unknown reason the physician used electrical diathermy to perform electrocautery. After the surgery, no connection could be made with the ipg and was undetectable to the remote and clinician programmer. The physician replaced the ipg with a new one. Boston scientific has been unable to obtain additional information regarding the reason for the revision and the patient outcome to date, despite good faith efforts.